Manufacturer narrative:
Olympus received a thunderbeat device with a lot number mk786842 imprinted on the handle. The user¿s report of probe damage error was not confirmed. In addition, the evaluation did not confirm the probe broken off, it was intact. Visual inspection was performed on the distal end found dried tissues and charred stains consistent with use. The ptfe pad (teflon pad) is severely worn, recessed exposing non insulated metal of the jaw, and has small partial splits on each side that suspected to be missing. Also, the gold insulation of the jaw has some minor scratches. Furthermore, the probe was inspected under a microscope and found charred stains due to thermal damage. The jaw and the probe are touching when closed due to the worn teflon pad; therefore, when activating output in either seal or seal & cut modes with the jaw closed, the non-insulated area of the grasping section touching the probe causing the seal short-circuit error or sea & cut short circuit error respectively. However, the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that the user experienced a probe damage error on two hand pieces, but after connecting the third hand piece the probe damage error disappeared and the procedure was completed with error or injury reported. Olympus followed up with the user facility and olympus was further informed that during a tlh and colpotomy procedure the probe broke off and fell into the patient. The broken piece was retrieved with a grasper. There was additional bleeding that was reported.